Event description:
It was reported that during a routine follow up far r oversensing was observed on the chronic atrial lead. The physician reprogrammed the device to decrease atrial sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.